Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation of the complained guiding block has shown that the fixation screw was broken apart due to mechanical overloading. The broken surface is homogenous what indicates material conformity. No product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We can assume that the complaint condition is due to mechanical overloading applied to the device which caused the breakage and is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the screw was broken off during the fixation step of the operation. At the time of fixation using the guiding block, the screw was spinning. The surgeon then proceeded without completing this fixation step and after insertion of all the proximal screws, the surgeon went to remove the guiding block and found it to be spinning again. The surgeon managed to remove the guiding block and he found that the fixation screw was broken. No further information was provided. This is report 1 of 1 for complaint (B)(4).